Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the proximal side with struts 1-9 from the proximal side being distorted lifted and bunched distally. No issues were found with the central and distal struts. Snap gauge was used during examination to measure the stent which is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-jan-2017. It was reported that crossing difficulties were encountered. The 90-95% stenosed target lesion was located in the angulated left circumflex artery. Vascular access was obtained via the left side. After placement of a 6f guide catheter and a 0.014" guide wire crossed the lesion, pre-dilation was performed with a compliant balloon catheter at high pressure. A 2.50x24mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion even after repeated attempts. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.